Event description:
Customer reported four false positive results on their alinity m sars cov-2 assay. The customer states they retested the samples that were positive and after retest they were all negative. There was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The amplification curves of the samples appeared as expected. The curve which led to a positive interpretation exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential carryover was identified for sample ids (B)(6) (2 out of 4 discrepant results). Per the ticket text, environmental contamination was identified based on positive swabs from multiple touchpoints. Additionally, the customer reported a reactive negative control. Per the alinity m sars-cov-2 package insert (53-608193/r3): "the presence of sars-cov-2 must not be detected in the negative control. Sars-cov-2 detected in the negative control is indicative of contamination by other samples or by amplified product. To avoid contamination, clean the alinity m system and repeat sample processing for controls and specimens following the procedural precautions in this IFU." Quality data review device history record / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201. The complaint history review identified six (6) additional tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201. These tickets are in the process of being independently investigated. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201 was not identified.